Event description:
Livanova deutschland received a report of a centrifugal pump drive, that failed to operate. The event occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the centrifugal pump drive (cpd). The event occurred in austin, united states. A livanova field service engineer was dispatched on site and replaced the affected centrifugal pump drive with a new one. Functional checks were successfully performed, and the unit was released fully functional. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.